Event description:
It was reported the pt was experiencing a "heavy, knocking, painful sensation" when the implantable neurostimulator was on. The health care provider decided to replaced the lead and extension in the pt's system. After the replacement, the painful stimulation stopped. Therapy was restored and the pt recovered w/o sequela.

Manufacturer narrative:
(B)(4). Final device analysis of the lead and extension revealed the following: the #7 conductor is broken at the #7 connector crimp sleeve. The epoxy is broken at this location and does not appear to have voids. The continuity is acceptable on all circuits except the #7 circuit which was intermittent. There was no shorts between circuits (dry). Broken conductor(s) at the proximal end of the lead (connector area). Extension is functionally ok.